Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported they were sitting on the couch, messing with their cellphone, when they believed they felt their ins vibrate "one long time." The patient reported checking their ins with their patient programmer and their stim was turned off. The patient reported they were able to turn stimulation back on. The patient reported they followed up with their healthcare provider (hcp) to check the ins. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the patient "readjusted from the program panel key" and that the issue has since been resolved. No further patient complications have been reported as a result of this event.